Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The home patient was connected at the time of the event. This occurred during the initial drain of peritoneal dialysis therapy. The patient did not confirm the patient line was primed to the top before connecting to the setup. The technical services representative assisted the patient in ending therapy. The patient was to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.